Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the blade broken at the base. A piece approximately 0.084" x 0.390" was found to be broken off. The broken piece was returned with the instrument. The components adjacent to this broken blade did not show damage. Additionally, the instrument was placed on an in-house generator and failed the energy recognition test, instrument generated message "replace instrument." The probable root cause is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy platform indicated to reduce the pressure on the blade from the harmonic ace instrument. The procedure was completed with no reported injury.